Event description:
It was reported that an asymptomatic patient presented for a remote follow up via merlin.net with an implantable cardiac monitor that exhibited under-sensing. Further information was requested, but not yet received.